Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-ipg-r-MRI upn: m365db12160, model: db-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the clinical study (a4010 vercise dbs registry) deep brain stimulation (dbs) patient had developed post-surgical peri-electrode edema, which was moderate in severity. The patient also developed somnolence and confusional syndrome. The patient was admitted to the hospital for several days and was treated with dexamethasone. The physician assessed the event as recovering/resolving with a probable relationship to study procedure, hardware, and stimulation.

Manufacturer narrative:
Correction to the initial MDR in block: b2.

Event description:
It was reported that the clinical study (a4010 vercise dbs registry) deep brain stimulation (dbs) patient had developed a post-surgical peri-electrode edema, which was moderate in severity. The patient also developed somnolence and confusional syndrome. The patient was admitted to the hospital for several days and was treated with dexamethasone. The physician assessed the event as recovering/resolving with a probable relationship to study procedure, hardware, and stimulation. Additional information was received that the following a computed tomography (CT) scan the physician confirmed the presence of a bilateral peri-electrode edema. The patient was administered dexamethasone. Six days following the initial CT scan an additional CT scan was preformed which showed no significant change. However, the patient showed clinical improvement over the course of admissions and was discharged. The patient was doing well.